Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(4) 2012, stating that there was diluted bloody fluid on the sample tube tops analyzed on the unicel dxh 800 coulter cellular analysis system. Customer was wearing personal protective equipment consisting of a lab coat, gloves and glasses at the time of the event and no injury or exposure was reported. Patient results were not affected and no change to patient treatment had resulted from this event. Customer technical specialist (cts) had requested for customer to verify tightness of quick disconnect (qd) 421 over the phone but no issues were observed. Field service engineer (fse) was dispatched and flushed the probe waste chamber, checked tubing and all chambers to make sure there was no residue which may cause any issues. Thirty replicate reproducibility runs were performed but the problem could not be duplicated. Root cause of the leak is unknown but flushing the probe waste chamber might have resolved the issue.